Event description:
The rupture is of the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, crease flat, wear abrasion, red particles, non-penetrating nicks. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening.

Manufacturer narrative:
The reason for reoperation will be rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ruptured device, diagnosed by MRI. The device will be explanted. Side unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Explant surgery is planned for the future.

Event description:
Patient reported ruptured device, diagnosed by MRI. The device will be explanted. Side unknown.